Event description:
Carotid stent procedure being done. Guide sheath and accunet filterwire in place in carotid artery. As stent deployed in carotid artery, stent jumps forward distal to the stenosis. Attempted to place another stent and the guide cath slipped back down pulling the filter wire down the carotid artery. This causes the filter umbrella to lodge on to the already deployed stent. Using the filterwire retreival device try to loosen the umbrella from the stent. The wire breaks leaving the tip. Several attempts were made to capture the end of the wire in a snare finally being successful but not being able to pull it back because it pulled the stent with it. Leaving a sheath in both femoral arteries. The pt required surgical retrieval/intervention.